Event description:
It was reported that the femoral stem was loose. The surgeon implanted a new stem, head and liner.

Manufacturer narrative:
An event regarding stem loosening involving an accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: a review of the provided information by a clinical consultant indicated that: confirmation of the loose stem from office notes, but no revision op report or x-rays were provided. Clinical history and explanted components would be useful. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the femoral stem was loose. The surgeon implanted a new stem, head and liner.

Manufacturer narrative:
A visual, functional and dimensional inspection was not performed as the device was not returned. A review of the device history records indicated that the devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Additionally, a review of the complaint history records indicated that there have been no other events for the reported lot. Therefore, the exact cause of the event could not be determined because insufficient information was provided.